Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. (B)(4).

Event description:
A biomedical engineer reported that during surgery, the system switched modes from sculpt to anterior vitrectomy on its own. There was no harm to the pt.